Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead caused the patient to experience muscle stimulation. Additionally, the rv lead exhibited high pacing threshold measurements. The rv lead was explanted. No additional adverse patient effects were reported.